Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, cartridge was exploded. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause may be related to a failure to follow the IFU (instructions for use). The event date was 05-oct-2025. The product expired 27-sep-2025. The IFU states: expiration date, sterility is guaranteed until the use-by date unless the primary sterilization package is damaged or opened. The use-by date is clearly indicated on the outer box label of the carton. Any cartridge held after the use-by date should not be used. The manufacturer internal reference number is: (B)(4).